Event description:
The patient had received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restorsis multicompartmental knee system (mck). The patient's surgical site became infected, and the surgeon washed out the wound and performed an exchange of the tibial insert component.

Manufacturer narrative:
A tibial insert, or poly, exchange is a common and routine practice following infection of knee joint with arthroplasty components as a preventative measure to ensure that no infectious organisms are present on the poly after the joint is washed out. The poly component is more suspectable to harbor infectious organisms due to its material properties. The poly also acts as the main contact surface in the joint. The surgeon has stated that he does not feel the infection was specifically related to the index makoplasty procedure.